Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 400 units of insulin, and when the insulin gauge displayed 0 units remained, the customer was able to extract 100 units out of the cartridge. Then, the customer loaded a new cartridge with 400 units, and approximately 3 hours later, the insulin gauge displayed 105 units. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 369 mg/dl, and was addressed with a correction bolus.